Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler involved with this complaint and completed the device evaluation. The customer reported complaint was replicated/confirmed. The instrument was found to have the grips stuck in the closed position. The instrument was returned with a reload stuck in the jaws. The instrument's wrist cover was removed in-house to inspect the channel. During the inspection, it was found that there was an unknown component lodged in the channel, which was preventing the I-beam from returning to its home position and therefore not allowing the grips to open. Further analysis confirmed the presence of a metal pin measuring roughly 0.225" long x 0.047" diameter lodged in the slot where the vertical section of the I-beam travels, thereby preventing the I-beam from fully retracting. This left the jaws in a closed state, unable to be opened. The pin was removed and the instrument was tested on an in-house system. The instrument moved intuitively with full range of motion in all directions. The sureform 60 was able to clamp/fire/unclamp on test foam without any issues. The sureform 60 was reviewed to check for any pins used that might match size of lodged pin. The anvil pin is nearly an exact match dimensionally to the lodged pin. Visual inspection showed that both anvil pin installation locations appeared to be properly welded, suggesting that the lodged pin was an extra pin. The extra pin likely is a result of a workmanship issue during manufacturing. The instrument had 11 fires left, indicating the issue occurred following the first firing, which supports this being tied to a manufacturing issue. Based on the information provided at this time, this complaint is being reported because failure analysis acknowledged the sureform 60 stapler instrument¿s jaws were stuck in the closed position and could not be opened with the use of the manual release knob. The sureform 60 stapler instrument had a lodged component in the I-beam channel with no evidence or claim of user mishandling or misuse. A lodged component in the I-beam channel can necessitate medical intervention due to the jaw¿s inability to open. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the stapler would not open. The customer stated that the stapler fired normally but had a message to use the knob on instrument to release instrument. The technical service engineer advised the customer to use another instrument to remove the tissue. The customer was able to remove the stapler. System logs from the case showed that the customer did not use the emergency stop button on the system prior to attempting to release the stapler from the tissue via the built-in manual release knob on the stapler. The tse advised the customer to make sure the estop button is used when they use any instrument release tools. No other errors were found in the logs. The issue was resolved at the time of the call with the tse and the procedure was continuing as planned with no reported injury.¿ intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.